Event description:
The kit packer reported for the end user that upon initiation of bypass, blood was noticed to dripping out of the lower left corner of the mps unit. The surgeon replaced the disposed with a different (stand alone) procedure (not quest product). The pt is stable, no complications during the procedure. The sample was returned to quest for evaluation. The product code is 5001102, lot 25180.b08.